Manufacturer narrative:
The device was not returned for evaluation. A request was made for the imaging, however the clinical programs manager noted there was only pre-op planning imaging available. Work order ac1048552 was reviewed and appears complete and correct. The device IFU states: - "endoleak" is listed as a potential adverse event. - "patients with specific clinical findings (e.g.,endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up" - "the long-term performance of endovascular grafts has not yet been established. All patients should be advised that endovascular treatment requires life long, regular follow-up to assess their health and performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up" the type ia endoleak appears to be related to the migration of the device, however the root cause of the migration is unknow.

Event description:
As reported via twitter by the physician "2nd image it's from 2019. Please note renal stents facing each other. Last image done recently shows renal stent facing downward due to migration. First image, catheter through the large superior mesenteric artery (sma) fen with contrast filling the sac. The fenestrated endovascular aortic repair (fevar) was done 2019 locally, sent to me for type 2 endoleak. Angio reveals type 1a. Large sma fen partially covering sma due to stent migration. 60 year old male but with severe mr and pulm htn."

Event description:
As reported via (B)(6) by the physician "2nd image it's from 2019. Please note renal stents facing each other. Last image done recently shows renal stent facing downward due to migration. First image, catheter through the large superior mesenteric artery (sma) fen with contrast filling the sac. The fenestrated endovascular aortic repair (fevar) was done 2019 locally, sent to me for type 2 endoleak. Angio reveals type 1a. Large sma fen partially covering sma due to stent migration. (B)(6) year old male but with severe mr and pulm htn."